Event description:
Bilateral electrocautery fulguration of both tubes (laparo-scopic tubal ligation). The next day experiencing abdominal pain, required additional surgery exploratory laparatomy - small bowel resection related to bowel injury, likely burn injury. Nine days later additional surgery, small bowel resection due to bowel injury (perforation x2).